Event description:
Tee (B)(6), study (B)(6), most likely location on pump thrombus is in the apex obstructed inflow cannula. Full dose tpa 100mg/2 hour pe dose on (B)(6), continued heparin gtt without bolus. Improvement of map, pulse index, and pump powers.